Event description:
It was reported that the burrs were causing metal flaking during the procedure. A backup device was available to complete the procedure without any patient impact. There was a short delay reported.

Manufacturer narrative:
Device investigation narrative - one 5.5 abrader burr was returned for evaluation. Visual assessment of the device confirmed visible signs of material galling and debridement confirming the reported shedding. The bushing is also scored and there is corresponding debridement of the outer sheath. The condition of the device indicates an excessive lateral load was applied during use. Per the devices IFU ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. No root cause related to the manufacture of the device can be established. Further investigation is not warranted at this time. (B)(4).